Event description:
Caller states the patient tested 1.9 inr on the coaguchek xs system and 0.9 inr on a comparison lab. Patient was given a vitamin k shot. No adverse event reported. Requested return of suspect system and replacement was sent.